Event description:
Consumer called to report meter having different readings from lab test. Analysis run on consensus error grid using lab reading (41) as ref. Point vs. Bd readings (71) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.